Event description:
Described internal hospital event report prepared by staff member: "while using the erbe argon plasma coagulator probe, tip of probe came off during procedure retrieved by md. Discarded probe with tip that came off during procedure. New package opened and used for duration of case". Dates of use: during procedure, in 2009. Diagnosis: adenomatous polyps. Event abated after use stopped: yes. Event reappeared after reintroduction: no.